Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the shaft was bent. Tacks were visible in the shaft. Ten tacks were returned in a bag. No visual abnormalities were observed with the tacks. Functionally, the instrument was applied to the appropriate test media. The remaining four tacks deployed and seated properly in the test media. It was reported that tacks did not hold. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of bent shaft. The product analysis noted evidence that the device was not used as intended. The issue can occur if the instrument was applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: appropriate force should be applied to the handle of the device when placing tacks. Excessive force may result in damage to the tissue, device or the material being fixated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an intraperitoneal onlay mesh repair (ipom), while fixing the mesh with tackers, the device was not firing properly to fix the mesh. A few tacks were becoming loose even after applying proper counterpressure for firing and had to be removed. Mesh fixation was done with intra-corporeal suturing to complete the case. There was no patient injury.